Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for an unknown cannulated tibial nail, unknown quantity, unknown lot. UDI #: unknown part, UDI number unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: ramos, t., eriksson, b., karlsson, j., nistor, l. (2014). Ilizarov external fixation or locked intramedullary nailing in diaphyseal tibial fractures: a randomized, prospective study of 58 consecutive patients. Arch orthop trauma surg, volume 134, pp. 793-802. Sweden. The purose of the study was to compare the results of patients treated with ilizarov circular fixator (il) to those treated with locked intramedullary nailing (im) using synthes cannulated tibial nail (ctn).the study was completed between august 2003 and july 2010 and consisted of 58 patients split into two groups: 31 in the il group and 27 in the im group. 22 males and 9 femails were included in the il group with an average, and 19 males and 8 femails were included in the im group. Complications reported included compartment syndrome, deep infection, pseudoarthrosis malunion, hardware failure, revision and removal of the fixations due to pain, and pain. This is report 2 of 2 for (B)(4). This report is for unknown synthes cannulated tibial nails. This report is for broken hardware/hardware failure requiring reoperation.